Manufacturer narrative:
There were no injuries to report with the use of the c-flex reported to have moved in setup. There was no impact to a pt case. The unit has not yet been returned for an investigation. When it is rec'd and evaluated a f/u report will be filed with the outcome of the investigation.

Event description:
Allen medical's distributor in (B)(6) reported that during setup for a case, a doctor accidentally applied downward pressure to the c-flex and the c-flex moved. It is unclear how much force was applied to the unit by the surgeon. There was no pt involved. Prior to use, the staff evaluated the unit and decided to use the c-flex in the intended case (lumbar laminectomy). There were no incidents reported with the use of the c-flex in the case and no impacts to the pt.